Event description:
Had essure implants put in on (B)(6) 2007. After procedure started having severe pain in right abdomen. Went to doctor who performed surgery over and over, was told pain was not related to essure implants. Started having even worse pain during yr 2009. Had CT scan done and it showed the coil on the right has migrated from the tube. Had a laparoscopic supracervical hysterectomy to remove the coils and tubes. During the surgery, doctor found the coil had attached itself to my small bowel. That coil was removed. I still have pain possibly from scar tissue even after removal. This product should not be out in the market as symptoms sometimes do not show until yrs later as has happened to many other women. This has made my life miserable and affects everything I do.